Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted for retention and frequency and the symptoms were worse since implant. It was stated that the caller changed from the program they sent the patient home on to the next program, which caused pain in his butt. The caller asked if it was alright for the patient to bend over from a sitting position to tie his shoes. It was also mentioned that the patient had a new symptom and the new symptoms was incontinence. The change in therapy was considered sudden. It was reported that there was a feeling in the patient's hand but it went away and the caller was not sure if it was from the stimulation or not. It was also noted again that the stimulation caused pain in the patient's butt and the caller changed programs and the pain in the butt was resolved. The caller stated that the patient also felt stimulation in the leg below the knee on one of the programs and the caller had been moving the amplitude up and down from 1.2 to 1.3 but then down to 1.1. The patient was redirected to his health care professional. There were no further symptoms or complications reported or anticipated.